Manufacturer narrative:
N/a.

Event description:
The following has been reported: per nursing report, the tubing was noted to be leaking medication within the cassette. The medication was not fully infused so additional medication was needed. A preliminary review of the logs identified the following issue: administration set leak (external part). Unknown if issue stopped an active infusion. Reporting as a conservative measure. No adverse effects were reported. Additional information is needed to complete the investigation.

Event description:
One sample of ivenix administration set was returned for evaluation. Upon visual inspection, the gold foil corresponded to the specific code set-0032-1 per the applicable drawing. The tubing set contained medication. Primary line infusion passed was tested with a set rate of 0.5ml/hr and set volume of 0.1ml and primary line was connected to a saline solution bag. Once connected to the lvp pump to perform a leak test with saline, "tubing set problem" alarm showed twice after attempting to start. A displaced diaphragm was seen in the microscopic evaluation. An underwater leak test at 20 psi result in bubbles coming from the cassette, confirming the leak. A dye test was performed and was observed a leak at the outlet valve. The customer complaint is confirmed. The reported leak could be related to a misplaced diaphragm which resulted in a leak when the diaphragm was actuated by the valve pins in the pump. An internal investigation was opened to mitigate this reported failure. The current process controls detection includes 1) 100% leak and occlusion test is performed through the leak and occlusion test machine in order to capture units with any blockage or leak failure mode, 2) quality sampling for final physical testing, for performing a flow and underwater leak tests, 3) 100% visual inspection during the manufacturing process and final physical inspections. The batch record fa24j07021 was reviewed. No exceptions were generated that could classify as a possible root cause of this defect. The finished good lot has passed all sampling acceptance criteria for all tests performed including in-process testing and product testing.